Manufacturer narrative:
Continuation of d10: product ID afr-00001 (lot: 0013138960); product type: 0609-catheter; implant date n/a; explant date n/a product ID afr-00003 (serial: (B)(6); product type: 2004-mapping hardware; implant date n/a; explant date n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure using the sphere catheter, multiple issues were identified. Upon introduction of the first sphere catheter, a "catheter chip read failed" error message appeared. The catheter extension cable was checked and replaced, but the error persisted. Subsequently, a "catheter sensor fault" error message appeared intermittently. A new sphere catheter was opened and connected, resolving the issue, and the procedure continued with the replacement device. Near the end of the procedure, pacing was not possible, neither from the internal stimulator nor through external routing to the external stimulator. Pacing was automatically interrupted with no error displayed, and the physicians did not allow troubleshooting since it did not affect the development of the procedure. Upon removal of the replacement sphere catheter, tissue was found stuck on the inside of the catheter lattice; this tissue was not suspected to be thrombus or coagulum due to its light pink color. The procedure was completed. No patient complications have been reported as a result of this event.